Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and "check circuit" code was observed. The device's active exhalation control module needs replaced to address the issue.